Event description:
Implant loss due to fracture of the healing cap inside the implant, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used